Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the ipg had reached end of service. In turn, the ipg was explanted and replaced to address the issue.

Event description:
Additional information indicates the ipg had reached normal end of life.

Manufacturer narrative:
The report that the ipg displayed the eri message ¿replace generator soon¿ was confirmed. A longevity calculation and analysis of the returned ipg confirmed the device declared elective replacement indication (eri) and end of life (eol) and had normal battery depletion to the end of life.